Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2023, the patient developed a skin reaction with itching, burning, rash, redness, pimples, blisters, dry skin, scarring, and drainage underneath the entire patch area. The skin was prepped with alcohol prior to sensor insertion. The reaction was treated with a prescription of triamcinolone acetonide 0.5 percent topical cream, as well as hydroxyzine hcl 50 mg tablets. At the time of the report, the skin reaction was healing. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).